Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the subject device was manufactured before design was changed. It was surmised that the phenomenon occurred due to faulty power switch caused by a design failure. It was confirmed that the design of the power switch was changed in order to improve its resistance. The modified products were shipped from december 11, 2013. (See service bulletin: (B)(4)). The power switch was replaced at the site to resolve the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to troubleshoot and resolve the issue by changing the power switch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source power switch fails to work. The event occurred during preparation or use. There was no patient involvement, no harm or user injury reported due to the event